Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy and the ipg was unable to be connected. To address the issue patient underwent surgical intervention wherein the ipg was replaced. Reportedly effective therapy was restored.